Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was reading inaccurately high compared to another device (doctor¿s meter, unknown brand). The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue first began on an unspecified date approximately 3 weeks prior to contacting lfs. The patient was unable to recall any of the results obtained on either of the devices but claimed that the tests were performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with self-adjusted insulin (unspecified type or dose) and he denied making any changes to his usual diabetes management regimen in response to the alleged issue. The patient reported that an unknown time after the alleged issue occurred, he developed symptoms of feeling ¿sweaty and shaky¿ and that he self-treated by eating a snack. The patient reported that his blood glucose was tested on a doctor/clinic device (unknown brand) on an unspecified date in (B)(6) 2017; however, he was unable to recall the result obtained. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject device; that the patient was following the correct testing procedure and that an approved sample site was used to obtain the results. The csr established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the reporter did not have testing supplies available to test the subject meter. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.